Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this right atrial (ra) lead underwent a coronary artery bypass graft procedure after which intermittent loss of capture and a drop in sensing was observed. The patient underwent a lead revision procedure in which good capture, sensing and impedance measurements were observed. The lead remains in service. No additional adverse patient effects were reported.